Manufacturer narrative:
(B)(4).

Event description:
It was reported that the following a refill, the pt was taken to the hospital due to drowsiness. Narcan was administered twice and the "pt came to". The pt was reported to be doing fine. The pump volumes were checked and the expected residual volume was 19ml and the actual residual volume was 16ml. The pt was admitted overnight and released the following day. It was later reported that the healthcare provider did not believe the event was a pocket fill issue as the procedure was performed correctly. It was noted, "there is past evidence to believe the pt had orals on board."